Manufacturer narrative:
(B)(4).

Event description:
It was reported that no stimulation sensation was felt by the patient. There was no known accident or incident related to this complaint. This change was first noted on two days prior to the report. The amplitude was increased and the patient changed postures but still did not feel the stimulation. The location of the patient's symptoms was in her legs. It was thought the implantable neurostimulator (ins) could be off. It was also stated that the patient was diagnosed with hepatitis a and was under care of her physician. The patient used program group b at 5.40 v. When she switched the group, the patient increased the amplitude "all the way past 7 v" and still had no stimulation. The amplitude was then lowered back down to 5.4 v. More than two weeks later it was reported that three days ago in the evening and then the next morning the patient was having extreme pain. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted. This patient had several devices and it was unknown which device the event pertains to, so a report has been filed on all of them. Refer to manufacturing report number 3004209178-2013-03338.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3888-45, lot # va02nl8, implanted: (B)(6) 2012, product type lead; product ID 3888-45, lot # va02nl8, implanted: (B)(6) 2012, product type lead; product ID 377745, lot # v004789, implanted: (B)(6) 2007, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37746, serial # (B)(4) implanted: (B)(6) 2012, product type programmer, patient; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 37714, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 37712, serial # (B)(4), implanted: (B)(6) 2008, product type implantable neurostimulator; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 355029, lot # n094910, implanted: (B)(6) 2008, product type accessory; product ID 355029, lot # n079830, implanted: (B)(6) 2007, product type accessory. (B)(4).

Event description:
Additional information: it was reported that it was "getting a little bit harder to walk" for the patient. It was reported that the device "stopped working. It was reported that as of the day of report the device was "absolutely doing nothing. Additional information: it was reported that "they think the lead to that device has fractured, but no way of knowing for sure until they get in there." It was reported that the patient was having "severe pain."